Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of asduf108 showed no other similar product complaint(s) from this lot number. Mw5094591.

Event description:
It was reported via medwatch " tubing attached to port needle cracked just proximal to where the clave attaches to the tubing. Blood/fluids/medication leaked into patient's bed"